Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, cracked sensor neck observed upon inspection of the sensor plug assembly. Accuracy testing was performed and all results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The customer indicated the date of event occurred "about two (2) months ago" and therefore the date entered was entered as (B)(6) 2022. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high reading from the adc device compared to a competitor brand meter. The customer experienced a loss of consciousness and was treated with sugar by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.